Event description:
When detaching arterial temperature probe from oxygenator, the temperature probe well detached from the oxygenator and remained attached to the temperature probe. This resulted in blood loss and contamination of the cardiopulmonary bypass circuit. This occurred after termination of bypass. Pt did need blood transfusion. Pt ok.